Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the reason for call was patient said they are concerned. They have just had some stinging and burning on the right side of their vagina. The stimulator is in the right cheek of their butt. The issue has been off and on maybe in the last month. Patient is still having leakage and is still wearing pads. It seems like they are leaking more now than they were. Patient doesn't think the vaginal stinging and leakage is related to the stimulator. The therapy has decreased their symptoms by 50% but they said maybe they were expecting too much. Patient hasn't touched the device since implant. Walked caller through checking their settings. Patient was on program 6 at 1.6 ma. Patient increased the stimulation to 1.8 ma and said they could feel it comfortably. Patient will maintain stimulation level and will continue to track symptoms. Redirect to doctor if issue persists. Additional information was received from the patient on (B)(6) 2026. They reported that they were still wearing pads. The patient connected with the ins and reported therapy was off. The agent reviewed how to turn therapy on and patient was able to feel stimulation.